Event description:
The pt was routinely admitted for electrical cardioversion of atrial fibrillation. Prior to admission pt experienced breathing problems, swollen feet, right-handed weakness and temperature variation. Peripheral embolism was suspected. In 11/1998, ECG demonstrated atrial fibrillation and tee showed a "normally" functioning valve with a "free-floating" thrombus in the left atrium approximately 3.0 cm in length. CT ruled out bleeding or infarction. Heparin was continued and marcoumar was added. In 12/1998, tee revealed no reduction in the thrombus formation and treatment was continued. On 12/1998, tee showed a "marked" decrease in thrombus size. The heart was normalized with medication; however, atrial fibrillation persisted. The pt was reported to be in "good health" at follow-up in 10/2001, and the valve remains implanted.